Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted and recommended changed out. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device could not be interrogated. Testing found the device exhibited no pacing output. The device case was opened and the battery was removed and forwarded for detailed testing. Detailed testing confirmed the battery was depleted; however, the root cause could not be determined.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted and recommended changed out. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted and recommended changed out. The device remains in service. No adverse patient effects were reported.